Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room for an unrelated issue. A device interrogation revealed that the patient's atrial lead was exhibiting pacing inhibition caused by noise over-sensing. The lead was reprogrammed accordingly. Patient had no consequences as a result of the event.